Manufacturer narrative:
This patient received bilateral implants in (B)(6) 2013. The patient had a 2.5 year history of intermittent right-sided facial swelling, which was attributed to a chronic biofilm infection. She was on multiple courses of antibiotics which failed to resolve the infection. The surgeon removed the right tmj implants in (B)(6) 2018 and is planning on placing revision implants once the infection has been resolved.

Event description:
The patient's right tmj devices were removed due to infection.